Event description:
A pt called zoll customer support to report that he was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable that connects the distribution node to ECG "b." The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.